Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) thought the patient had fallen from a motorcycle and the device stopped working. The hcp thought the patient had pain over the generator and attributed the event to the lead. The system was explanted and revised on (B)(6) 2013. The hcp noted that the explant on (B)(6) 2013 was not done by him and he no longer followed the patient.

Event description:
It was reported that the doctor ¿screwed up¿ and left ten and a half inch leads from the ¿one before¿ in her right butt cheek. The doctor did not tell the patient and did not take them out for four years. The patient stated that she found out about the leads because they were ¿rising to the top and poking her when she tried to move, lie down, turn over, sleep, drive, walk, sit, run, or anything.¿ the patient noted that every time she moved or her butt moved, it stuck like a needle. The patient had an x-ray done to see what was wrong and she found there were two leads left inside of her. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2014-00445 as the patient also reported issues with her current device. Also refer to manufacturing report #3004209178-2014-00449 as the patient alleged two leads being left in from previous systems and this contains the other.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v011018, implanted: (B)(6) 2006, product type: lead. (B)(4).